Event description:
Meter displayed a reading of hi. The patient expereinced symptoms of high blood glucose; however, no information on what kind of symptoms patient experienced. The patient took insulin and then went to the hospital to get a blood glucose test taken and was in the ER. Customer service had the patient perform control solution test and the test strips fell within range. Test strips were in good condition and not expired. Test strips failed using the control solution test twice. The patient was unable/unwilling to verify how patient had been cleaning the meter.